Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1t5by, implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2022, UDI#: (B)(4). Patient code (B)(4) applies to lead (lot# va1t5by) only. Device codes (B)(4) and apply to lead (lot# va1t5by) only. Eval code method , eval code-result , and eval code-conclusion apply to interstim ii (serial#(B)(4)) and lead (lot#va1t5by). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient explained they think their lead migrated because stimulation increased after they changed positions; this occurred three days prior to the initial report. Two days ago, they were tossing and turning and stimulation increased; the event was considered a sudden change in therapy/symptoms. Patient added the issue lasted through the night. Patient also said they had to decrease stimulation because it was uncomfortable the night prior to initial report. During the day, the caller limits their fluids "but not by a lot." They added that the implant works to help with their symptoms and that they might be leaking, but it's "not bad." Also at night, patient said the ins seems to stop working because they have problems with excessive urination. They added that they don't feel the urination until it is too late. The patient then said their intake doesn't change that much, but they might have a glass of a beverage during the night and then added that it has been going on for awhile and that it was "most of the time since implant." As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to check the system. During the call, therapy, feeling stimulation, and considerations with changing stimulation to a comfortable level was reviewed with the patient; they understood. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va1t5by, implanted: (B)(6) 2018, product type: lead, the main component of the system; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: a lead migration was not confirmed. When asked what actions/interventions were taken to resolve the device not working/stimulation output he lead, the patient responded: the settings were reviewed and changed and patient had a review of diet interferences. When the settings were changed their response improved. The doctor checked the surgical site and it was ok. It was noted the patient had gained weight and was at (B)(6). No further patient complications have been reported as a result of this event and no more were expected.